Manufacturer narrative:
System analysis/service repair: the customer's report was confirmed and found to be the result of a faulty monitor cable. Replaced monitor. The system was tested and verified to specification.

Event description:
Information as it was reported to ams indicates that during a procedure, the ¿screen went black and unable to read any settings.¿ the procedure was re-scheduled. There was no report of a patient injury.

Manufacturer narrative:
(B)(4). Service in the field was performed on (B)(6) 2015. The replaced top cover was returned to manufacturer on (B)(6) 2015.